Event description:
It is reported that a customer was hospitalized on (B)(6) 2013 for a high blood glucose level of 900 to 1400 mg/dl. The customer currently states that they had a high blood glucose of 508 mg/dl at the time of the call. It is reported that a customer received a motor error alarm on their insulin pump. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional tests could not be completed due to the prime anomaly. The motor passed the motor test. No alarm was noted and the no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.